Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 13, 2025, and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's lcd screen was blank. The device was not in patient use. After the first attempt to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.